Event description:
CPAP machine is giving off a odor. She reported to the manufacturer (resmed), they checked and reported that the device is fine. When the reporter used it again, it smelled like burning plastic. It hurt her throat. The odor is not constant it keeps coming on and off. The reporter mentions that its a very very bad smell.